Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: product ID: 5024m-58 lead, implanted: (B)(6) 1993, product ID: 419378 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.